Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified insulin pump error alarm. Customer stated that the insulin pump had a crack along the side and kind of diagonal and other one was vertical. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. P-cap locked in place properly during testing. Device received with cracked case. (B)(4).